Event description:
An error message was reported via e-mail with the adc device. Customer received multiple "replace sensor" messages and was unable to obtain readings. As a result, customer experienced convulsion and loss of consciousness and was unable to self-treat, requiring treatment by injection with two (2) doses of glucagen hypokit (1mg/ml, glucagon) administered by caregiver. There were no reports of the customer requiring treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported via e-mail with the adc device. Customer received multiple "replace sensor" messages and was unable to obtain readings. As a result, customer experienced convulsion and loss of consciousness and was unable to self-treat, requiring treatment by injection with two (2) doses of glucagen hypokit (1mg/ml, glucagon) administered by caregiver. There were no reports of the customer requiring treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.